Event description:
It was further reported that target lesion 2 was 20.0 mm long, target lesion 3 was 20.0 mm long, and target lesion 4 was 10.0 mm long. The pt presented 19 days post arrive 2 enrollment for follow-up catheterization which revealed that the lmca had 30% stenosis. The lad had 45% proximal stenosis, 55% mid and distal stenosis, and 55% mid stenosis of the 1st diagonal. The lcx was free of disease, there was 25% stenosis of the 1st om, 70% stenosis at the origin of the 2nd om, widely patent 3rd om, 55% proximal stenosis of the 4th om, distal posterolateral was free of disease, and the ramus was occluded at origin. The rca had a widely patent stented segment with 45% stenosis of the r-pda. The pt was treated medically. The pt was readmitted, 168 days post index procedure, with complaints of increasing fatigue and exertional chest tightness. A stress thallium study was mildly abnormal revealing inferoseptal reversible perfusion defect. ECG was normal and the lvef was 63%. Cardiac catheterization 174 days post index procedure revealed that the lmca was normal. The lad had 30-40% proximal stenosis, and 60% stenosis beyond the origin of the 1st diagonal branch.the lcx had a widely patent stented segment in the 1st om, and 30-40% proximal stenosis of the 2nd om. The rca had a widely patent distal stent in the pda, and sequential 90% in-stent restenosis within the stented segment of the proximal and mid portion. The lvef was 60%. Two 2.5 x 28mm cypher stents were deployed in an overlapping fashion extending from the proximal to mid rca 174 days post index procedure. Of note, the pt was noted to be hypertensive on a couple different occasions while hospitalized and was started on norvasc. The pt was discharged on asa and plavix. In the opinion of the dr there was a probable relationship between the tvr and the taxus stent.

Event description:
Clinical study. Same case as MDR 6000093-2005-00905. It was reported that 174 days after a coronary artery drug eluting stenting treatment procedure the pt underwent target vessel reinterventions of the prox and mid right coronary artery (rca). The index procedure treated five target lesions. Target lesion 1 was a 2.0 mm vessel diameter, 90% stenosed region of the right posterior descending artery (r-pda). The target lesion was 8.0 mm in lenght, had mild calcification, and was mildly tortuous. The physician direct stented the lesion with one taxus express2 8.8% 2.5 x 12 mm drug eluting stent without complication. Residual stenosis was 0%. Target lesion 2 was a 2.25 mm vessel diameter, 90% stenosed region of the distal rca. The target lesion was 50.0 mm in length and extended through target lesion 3 and 4. The lesin had moderate calcification and was mildly tortuous. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5 x 24 mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment. Residual stenosis was 0%. Target lesion 3 was a 2.25 mm vessel diameter, 90% stenosed region of the mid rca. The lesion had moderate calcification and was mildly tortuous. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5 x 24 mm drug eluting stent without complications. The drug eluting stent was post dilated after deployment, and overlapped the taxus stent from target lesion 2. Residual stenosis was 0%. Target lesion 4 was a 2.5 mm vessel diameter, 90% stenosed region of the prox rca. The lesion had moderate calcification and was mildly tortuous. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5 x 16 mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment, and overlapped the taxus stent from target lesion 3. Residual stenosis was 0%. The target lesion 5 was a 2.0 mm vessel diameter, 95% stenosed region of the 2nd obtuse marginal artery (om). The target lesion was 18.0 mm in length, had mild calcification, and was mildly tortuous. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5 x 20 mm drug eluting stent without complication. The drug eluting stent was post dilated after deployment. Residual stenosis was 0%. The pt was discharged from the hosp one day post index procedure receiving asa and plavix. The site reported that the pt underwent a tvr to the prox and mid rca 174 days post index procedure. The physician treated the target lesions by placing one johnson & johnson cypher stent into the prox rca, and one into the mid rca. The pt was discharged from the hosp one day post tvr.